Event description:
The home patient (hp) contacted baxter's technical service regarding a system error (se) 2240 alarm which occurred on the homechoice (hc) unit during dwell 3. The technical service representative (tsr) assisted the hp with clearing the alarm, advising to notify the nurse and to finish therapy with manual supplies. On (B)(6) 2011, product surveillance contacted the hp, who stated the issue was resolved. The hp stated, he was doing fine and continuing therapy without issue. Proper procedures per the user manual were reviewed with the hp. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint could not be confirmed due to lack of sample therefore the root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device was requested but was not available. The lot number was not available therefore a batch review will not be performed. Should any further information become available, a follow up will be sent.